Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels over the past 3 days range (230-270 mg/dl) the customer would bolus to stabilize bg level. The suspected cause for the elevated bg levels was due to basal rate settings. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past. It was indicated that the health care provider (hcp) requested the basal rate settings be change. The customer was assisted in changing the basal rate settings on the pump.